Event description:
Pressure bag for water bag on hfov not retaining air fill. Re-inflated x2 overnight but continued not to hold air. Bag re-inflated, but continued to lose air. Bag changed out and saved for risk management.

Event description:
Pressure bag for water bag on hfov not retaining air fill. Re-inflated x2 overnight but continued not to hold air. Bag re-inflated, but continued to lose air. Bag changed out and saved for risk management.

Manufacturer narrative:
The following elements have blank data.

Manufacturer narrative:
The following elements have blank data.

Event description:
Pressure bag for water bag on hfov not retaining air fill. Re-inflated x2 overnight but continued not to hold air. Bag re-inflated, but continued to lose air. Bag changed out and saved for risk management.

Manufacturer narrative:
The following elements have blank data.

Event description:
Pressure bag for water bag on hfov not retaining air fill. Re-inflated x2 overnight but continued not to hold air. Bag re-inflated, but continued to lose air. Bag changed out and saved for risk management.